Manufacturer narrative:
The remote support engineer advised the caller to check the voltage at the bmc and to perform a drpt to see the liftoff value of the air valve. It was determined that the customer did not have the needed software to perform a drpt. The customer was then advised to perform the air valve liftoff troubleshooting per the service guide and provided a page for reference. It is unknown if the issue occurred while in clinical use. No patient or user harm was reported. Multiple good faith efforts were made to obtain information regarding the patient context of use, repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
The customer reported error air valve liftoff failure. There was no patient involvement.